Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing on the presenting electrograms and intermittent atrial undersensing was present in recorded atrial arrhythmia episodes. It was further reported there were high atrial thresholds. Lead reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.